Event description:
It was reported that during a procedure, the trocar was leaking pneumoperitoneum from the seal/cap. A total of four trocars were opened to complete the case. There were no patient consequences.

Manufacturer narrative:
(B)(4). Devices a, b and c were returned inside their original package. In an attempt to replicate the reported incident, the devices were functionally tested to detect any leaking issues. Upon evaluation of the devices, all were functionally leak tested and passed. The devices were fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. Device d was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. In addition, the lens of the obturator was noted to be cracked. The exposure to ethylene oxide (eo) which is part of the complaint device return process may lead to a cracked/scratched lens. The batch record was reviewed and no anomalies were noted during the manufacturing process. Only the sleeve of device e was returned, and in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.